Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having insulin pump issues and sensor communication issues. Customer stated that he is getting lost sensor alarms and the sensor has been disconnecting more frequently. Customer did not have the insulin pump with him and no troubleshooting was performed. No further information reported.